Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The high voltage would not have affected the results. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. The customer reported the instrument has been giving high voltage error code all day. Repeat testing was performed and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.